Event description:
It was reported by the surgeon that a condylar plate implanted into a female patient broke recently. The surgeon further reported that the plate held, and her occlusion seemed good so he made the decision to leave the plate in situ.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. Device is still implanted in patient.